Event description:
It was reported that the images would flicker intermittently and not show a good picture. This may cause the image to be non-diagnostic quality and may possibly delay patient treatment. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.